Event description:
An infant male had received approximately 3 hours, 20 minutes of hemodialysis (hd) with 15 minutes left in treatment when blood was noted to be leaking profusely from the arterial line of circuit (not at connection but from body of tubing). Blood pump was immediately stopped but with continued leaking. Patient was re-infused his blood in the dialysis circuit while a sterile gauze was held tightly over the leak. The patient required 90 ml of 5% albumin to stabilize blood pressure. The patient's hemoglobin dropped from 7.7 to 6.5. It was necessary to re-initiate hd on a new system to allow for the transfusion of packed red blood cells. The patient was treated for possible contamination infection with vancomycin and cipro.